Manufacturer narrative:
On 13-apr-2020, mentor received additional information regarding the date of explantation. The revision surgery was rescheduled to (B)(6) 2020 due to the covid-19 situation. The relevant field has been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-jul-2020, mentor received additional information. It indicated that the complaint of rupture was actually attributed to the patient's right-sided device (manufacturer's report number:1645337-2020-08550). Mentor also received additional information regarding the patient's MRI result , condition of the suspected medical device, and revision surgery. Initially, the date of MRI was reported as on (B)(6) 2020. However, additional information revealed that it was performed on (B)(6) 2020. The MRI result indicated that the left-sided device was with radial folds but without rupture. As a result, the patient underwent bilateral removal and replacement with two allergan breast implants (520cc (right) and 580cc (left) ). Her surgeon stated that the patient's left breast lost fullness on the top portion due to some bottoming out. Upon explantation, the device was found to be intact. The relevant field has been updated. Reason for device explant and/or reoperation: anisomastia. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation has been updated with the following statement. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 06/01/2020, it was reported to mentor that the date of removal was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a revision breast augmentation with a 445cc mentor memorygel breast implant and experienced postoperative left-sided rupture and impaired healing. In (B)(6) 2019, the patient didn¿t like they how her left breast looked and went in for an consultation. At the time, the doctor informed the patient that her implant was okay. On (B)(6) 2020, the patient went in for another consultation since it looked different this time, and MRI performed on the same date indicated the rupture. Also, the patient stated that her wound took longer than usual to heal and it was opened for a long period. As a result, the patient underwent removal and replacement with an unspecified non-mentor breast implant on (B)(6) 2020.